Event description:
It was reported that during an unspecified nephrostomy treatment procedure a guide wire separation occurred. An unspecified nephrostomy catheter was in place. A (B)(4) guide wire was placed through the nephrostomy catheter. The physician pulled the wire from the bladder retrograde through and out the urethra with a snare. During withdrawal of the wire through the urethra, the metal core of the wire dislodged from the outer sleeve of the wire. The remaining outer sleeve of the wire was then pulled out. There were no patient complications reported with the patient's current condition listed as fine.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the wire is stretched to an indeterminate length and presents a finished coil diameter of .03460" to .03465". Bushing the specimen is not possible due to the extensive damage presented by the specimen. The specimen core wire presents indications of being cut at a point 140.40cm distal of the proximal tip joint and the ribbon wire presents indications of being cut approximately 140.25cm distal of the proximal tip joint and multiple torsional over load, with tensile loading, fractures of the outer coiling wire indeterminate distances from the distal tip weld joint. The distal tip joint and approximately 10cm of safety ribbon wire, approximately 8cm of core wire and an indeterminate amount of coiling wire are missing and unaccounted for at this time. Approximately 7.80cm of core wire and 7.50cm of safety ribbon wire are extending from the stretched outer coil wraps approximately 132.5cm from the proximal tip. The outer surfaces of the ptfe coated coil wraps present extensive stretch, bend and scrape damage over the entire length. The specimen also present pinched coil wraps over the exposed proximal 47.5 of the specimen. The proximal 1cm of the device presents imbedded organic matter between the coil wraps and within the coil lumen. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified nephrostomy treatment procedure a guide wire separation occurred. An unspecified nephrostomy catheter was in place. A star/jfc/035/150/3j/ptfe/3/10 guide wire was placed through the nephrostomy catheter. The physician pulled the wire from the bladder retrograde through and out the urethra with a snare. During withdrawal of the wire through the urethra, the metal core of the wire dislodged from the outer sleeve of the wire. The remaining outer sleeve of the wire was then pulled out. There were no patient complications reported with the patient's current condition listed as fine.

Manufacturer narrative:
Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).